Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The assembly attachment pin to the internal bushing has been broken, with shear lines running axially along the length of the driver. The above findings are consistent with axial overload.

Event description:
It was reported that the screwdriver did not work during an unspecified spinal surgery. The internal pin broke. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.